Manufacturer narrative:
Additional information: bec identifier for this report is (B)(4).

Event description:
The customer reported obtaining a "probe wipe not connected" error generated from the coulter lh 750 hematology analyzer. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the analyzer. The fse found less than 1ml of fluid leaking from the blood sampling valve (bsv). The leak was not contained. The operator was wearing a lab coat, gloves and eyewear at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. There was no impact to patient results.

Manufacturer narrative:
The fse confirmed there was salt buildup on the probe up sensor and evidence of a short circuit in the probe wipe motor. The fse replaced and aligned the probe wipe assembly. To resolve the leak from the blood sampling valve (bsv), the fse replaced wire marker 12 and 13. The fse rerouted wire marker 12 because it was rubbing against the bsv actuator valve causing diluent to spray on the probe wipe sensor and motor. The instrument did generate the "probe wipe not connected" error to alert the operator to an instrument problem.